Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? --no. Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? --please refer to the literature, other information requested is unknown.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j thorac cardiovasc surg 2022;163:2218-28. Https://doi.org/10.1016/j.jtcvs.2021.10.047.

Event description:
Title: surgical management strategy of slide tracheoplasty for infants with congenital tracheal stenosis. The study objective was to evaluate the outcomes of slide tracheoplasty in infancy and identify predictors of adverse outcomes. Between april 7, 2010, to september 29, 2020, a total of 120 infants (73 male and 47 female; median age of 7.82 months [range, 1.64-11.99] and a mean weight of 6.94 ± 1.59 kg) with congenital tracheal stenosis who underwent slide tracheoplasty were included in the study. A sliding oblique anastomosis was then performed using continuous running 6-0 aseptic pds (johnson & johnson) everting sutures. Reported complications include (n=2) died of respiratory failure on the 29th day and 33rd day after the surgery, respectively, because of the formation of granulation tissue in the airway postoperative, granulation tissue (n=2), and mediastinal pneumatosis, pneumothorax, and anastomotic leakage (n=2). In conclusion, a tailored individual management strategy of slide tracheoplasty in infancy facilitates favorable clinical outcomes. Close postoperative follow-up and long-term functional evaluations including clinical symptoms and pulmonary function are still needed.